Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2017 and 400mg/dl on (B)(6) 2017. The customer stated they had shingle shot the day prior to high blood glucose. Troubleshooting was performed for high blood glucose. Basal and basal wizard settings were correct. Customer stated that they totally wasted two reservoirs. The product will not be returned for analysis.